Event description:
It was reported that during implant the helix extended itself. The helix would not retract utilizing the tools provided. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the reported field event of lead not passing through 7f introducer was confirmed in the laboratory. The outer dimension of the lead was measured and it was found that the proximal end of rvcoila and at the termination crimp ring were too wide.